Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) difficulty with telemetry was noted. The telemetry difficulty was resolved at the procedure. No adverse patient effects were reported.